Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The defibrillation electrodes that were used during the reported event were disposed of and not available for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a call where the patient was observed to be experiencing cardiac arrest, the responding bls crew arrived on scene, started CPR and then connected their AED to the patient via defibrillation electrodes. It was also reported that the patient was found in bed covered with biological fluids. Once the electrodes were connected, their device continued to alarm "connect electrodes" and would not recognize the patient connection. The customer indicated that the crew on scene replaced the defibrillation electrodes with new set and the AED was then able to analyze the patient's rhythm successfully. The device then delivered three successful 360 joule defibrillation shocks before a backup ems crew arrived. On the third shock the patient's ECG rhythm converted to non-shockable (perfusing) rhythm. The backup ems crew continued care of the patient and transferred them to the local hospital for care. The patient is currently in the hospital ICU and in a coma.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The defibrillation electrodes that were used during the reported event were disposed of and not available for evaluation. The cause of the reported issue could not be determined. Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The defibrillation electrodes that were used during the reported event were disposed of and not available for evaluation. The cause of the reported issue could not be determined.